Event description:
The customer reported to philip healthcare that the display of this efficia dfm100 debellator was not functioning during the operational check (opcheck). The efficia dfm100 defibrillator, model#866199, is substantially similar to the heartstart xl+defibrillator (model #861290) and will be reported in the united states under device model # 861290. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.